Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any additional tissue damage resulting from the search for the needle piece? What is the surgeon's opinion of the potential consequences for the patient? Device return status. Please document the shipment tracking number: could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. Please provide the source or name of person providing answers to follow-up questions:

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, per user facility medwatch form #mw5164421, the 0 silk on fsl (for skin large) needle being used to secure chest tube. Small tip of needle broke off and was not found. X-ray done before prior to leaving the or (operating room). Device is available for return. There were no adverse consequences reported. Additional information was requested.